Event description:
It was reported that an unspecified access set leaked from the drip chamber. While hanging taxol prior to beginning infusion, it was discovered that medication leaked from the drip chamber. No medication had been infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.